Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg the samples were clotting. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: device available for eval: yes returned to manufacturer on: 02-feb-2024 investigation summary: bd received 5 samples for investigation. The samples and retention samples were visually inspected with no issues observed. Functional testing of the 5 customer samples via titration was attempted but failed due to a reagent issue; no valid results were available. Therefore, further testing was performed with a new reagent solution on retention samples and all retains tested were within specification. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg the samples were clotting. There was no report of impact to patient or user.